Event description:
It was reported that about a week after implant the pt developed a high fever. It was also reported that the pt went from walking on her own to not getting out of bed. No pt treatment or outcome was reported. The drug contained in the pt's pump was not reported. No further f/u was possible as not pt or device identifiers were provided.